Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. In a f/u, the surgeon stated that he does not blame the lens but does not know the reason for the refractive surprise. He also reported there were no complications during the surgery. He reported that the lens was exchanged for the same model, different diopter lens. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 11/12/2010 and 11/23/2010 by phone, fax, and mail. Additional information was rec'd by phone on 11/23/2010. A completed questionnaire has not been rec'd. (B)(4).